Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the drawer did not detect on the communication bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer found auxiliary drawer 3.1 not detected on the bus. Upon inspecting the back panel, fse observed no communication light on the board, though the orange latch sensor light was illuminated. Fse powered down the station and replaced the half-height retractor band. After rebooting, the drawer was successfully detected. Customer verified functionality by testing multiple inventories with positive results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the drawer did not detect on the communication bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.